Event description:
It was reported that the mesh folded up and migrated into groin. Mesh was explanted. After the explant of the device, it was noticed that a part of the ring may be broken.

Manufacturer narrative:
The subject product was not returned for eval. Therefore, no conclusion can be made.